Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade unknown. A xtw clip (lot: 40221r1045) was chosen for implantation. During preparation, the flush port was observed to be cracked when attaching the 3 way stop cock and a leak was noted. As this was the only xtw available, the physician took a clip introducer from a xt clip and attached it to the xtw. The physician was advised this was off-label use. The xtw was implanted successfully. There were no patient consequences.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported crack flush port appears to be due to the user technique of connecting the stopcock to the luer. The reported leak was due to the crack. The reported improper or incorrect procedure or method (use after damage) was due to the user continued using the damage device. There is no indication of a product issue with respect to manufacture, design or labeling. B1:updated from serious injury to product problem, initial report incorrectly filed as serious injury. H1: type of reportable event changed from serious injury to malfunction, initial report incorrectly filed as serious injury.